Event description:
It was reported the right ventricular (rv) lead exhibited a gradual rise in impedance on the low voltage portion of the lead. The lead also exhibited high thresholds and a fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d154awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006; product ID: 5076-52 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).